Manufacturer narrative:
Block B3: Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent Spinal Cord Stimulator (SCS) explant procedure due to an unknown reason. The explanted Implantable Pulse Generator (IPG) will not be returned as it was discarded. No further information could be obtained despite good faith efforts.